Event description:
The customer reported the device passed the opcheck, but the display is not working. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device passed the opcheck, but the display is not working. There was no report of adverse patient impact. The device was evaluated by a philips field service engineer. The control and keyscan pca's were replaced to resolve the issue. The software was reinstalled, the device passed testing and was returned to service. We are unable to determine the exact cause of the malfunctions because multiple parts were replaced.